Event description:
The international customer reported the ventilator went vent inop and alarmed due to a flow sensor failure. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician replaced the analog pcb board to address the reported problem. The unit performed to operating specifications after service was completed.